Manufacturer narrative:
Phone number: (B)(6). The device was received for evaluation. The visible inspection of revealed the ring to be detached from the original position and the crack shows a straight border line. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use of catheter gamcath mc-gdhk-1325 a broken flexible clip on the catheter was observed. It was reported the catheter was replaced with a new one. There was patient involvement; however no adverse event or medical intervention reported. No additional information is available.